Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Evaluation: zoll medical (B)(4) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device activity logs does support that the device did deliver a shock during the event. Therefore, our investigation concluded this report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, with rigor mortis and trismus present, the device failed to discharge. Complainant indicated that the patient subsequently expired.